Manufacturer narrative:
(B)(4).

Event description:
During the procedure the physician found the guidewire kinking. A new kit was opened to finish the procedure. No patient harm. The patient's condition is reported as fine.

Event description:
During the procedure the physician found the guidewire kinking. A new kit was opened to finish the procedure. No patient harm. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4). The customer returned multiple components from a psi kit including a spring wire guide (swg) assembly, dilator, ars, sheath, and introducer needle for evaluation. Visual inspection of the swg revealed a major kink just proximal to the j-bend. Microscopic examination confirmed both welds were fully formed and spherical. The kink in the swg body measured at 420 mm from the proximal end. The total length of the swg body measured 457 mm, which is within specifications of 450-458 per swg product drawing. The outer diameter measured 0.850 mm, which is within specifications of 0.838-0.877 per swg product drawing. The undamaged portions of the returned swg were passed through the returned ars and 18 ga introducer needle per IFU which states, "advance spring-wire guide into the syringe approximately 10 cm until it passes through the syringe valves. Continue until spring-wire guide reaches desired depth." The guide wire passed through both with minimal resistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed, and no relevant findings were identified. The instructions-for-use (IFU) provided with the kit warns the user , "do not apply excessive force in removing guide wire, dilator or catheter. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained and further consultation requested. Although the incidence of spring-wire guide failure is extremely low, practitioner should be aware of the potential for breakage if undue force is applied to the wire." The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire contained one major kink near the j-bend. The returned guide wire met all relevant dimensional requirements and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use , unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.